Event description:
It was reported that the compressor was not turning on. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. The mains inlet of the compressor found with dust, dust was cleaned and the fuses in the inlet replaced with new ones as a precaution. Then the compressor passed all the functional and safety tests and returned to clinical use. The fuses in the mains inlet may be blown when there is dust in the environment and if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.